Event description:
There was an allegation of questionable cholesterol gen.2 results for 1 patient on a cobas c 503 analytical unit. The initial result was 0.33 mmol/l, and the repeat result was 4.91 mmol/l. The repeat result was deemed to be correct. The customer was surprised by the initial result and decided to repeat the sample. The questionable result was not released outside of the laboratory.

Manufacturer narrative:
The cholesterol gen.2 reagent lot number is 921492, and the expiration date was not provided. The customer initiated the replacement of the sample pipette without informing the fse and affiliate. Therefore, no adjustments were performed on it by a field service engineer (fse). The qc was randomly compliant and non-compliant for one week following the customer's replacement of the sample pipette. The qcs were compliant after the maintenance, but became non-compliant again during the evening. On (B)(6) 2026 there were numerous abnormal aspiration alarms. A field service engineer (fse) performed the adjustment for the sample probes and resolved the issue. The investigation determined that the root cause is most likely related to the misadjustment of the sample probe.